Event description:
The report stated that during preparation, it was noted that when connecting the needle electrode to the tubing, the tubing connector was wobbling. It was finally connected by pushing in and nothing further was noted during the pre-operation check. However, several minutes into the procedure, water leaked from the connector. The procedure was aborted and rescheduled for another day. The patient was reported as under observation. Sterile water was not used.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for eval, therefore, a determination of the cause of the leak nor the wobbling of the connector could not be performed. The IFU for the needle electrode specifically states that sterile water is to be used which prevents unintended contamination of the sterile field. Continous improvements to tubing set design have significantly reduced the trend in leakage complaints.